Event description:
The articulating end of robotic instrument broke intraoperatively. The cables that control it snapped rendering the instrument unusable but intact. The intact instrument was removed from patient and taken off surgical field. Procedure was completed without further incident and there was no documented harm to patient.